Manufacturer narrative:
(B) (4)

Event description:
Procedure: lap chole. According to the report: during use, the shaft was stuck and could not be removed from the 5mm trocar smoothly. After removing the shaft, it was noticed that the tip was broken. The broken piece was retrieved from the pt, and another device was used to continue to case. There was no bleeding, tissue damage or extension in or time. No further pt info was available.